Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device identified that the tip of the device was damaged and flattened. It was noted that 2 mm of tip had detached from the distal end of the tip. The crimped stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a crossing difficulty occurred. The 3.00x32mm promus element plus stent was advanced to the lesion but was unable to cross. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed tip detachment.